Manufacturer narrative:
As of today, this product has not been returned. No additional information is available at this time.

Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited loss of capture. It was believed that the lead had dislodged during the patient's recent bypass surgery. The lead was surgically capped and a new lead was placed. No adverse patient effects were reported.